Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the insulin pump and the batteries not lasting long. Customer reported the device had alerted low battery less than a week, alarmed battery out limit, had blank display, and alarmed failed battery test. Troubleshooting was partially performed for low battery only as customer call was disconnected. A follow call was made indicating the customer to call back so a new replacement cap would be sent and to finish troubleshooting on the other issues. Customer called back on (B)(6) 2015 and was advised a new battery cap was needed to be sent and no other troubleshooting was performed. Customer was advised to call back if issues persisted once she receives the new battery cap. The device is not being returned for analysis.